Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the health care provider (hcp) via the manufacturing representative, regarding a (B)(6) male patient receiving intrathecal clonidine (800mcg/ml at 399.8mcg/day), bupivacaine (30mg/ml at 14.99mg/day), and dilaudid (6mg/ml at flex dose of 2.988mg/day) via an implantable infusion pump. The indication for use of the device was for chronic lower back pain and spinal pain. The concomitant medications and patient history were not reported. It was reported that the event logs confirmed as motor stall on (B)(6) 2016 at 23:12 with no recovery. The patient did not recently have an MRI. No other anomalies were found in the logs. The patient noted that they were awake doing nothing out of the ordinary when the stall occurred, and that they heard the critical pump alarm. No symptoms were reported. The pump was set to minimum rate mode, and the patient was waiting to be scheduled for a replacement. It was indicated that the pump would be sent in for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.